Manufacturer narrative:
Per the clinic, the device was explanted (date no reported) and the patient was re-implanted with a new device during the same surgery. This report is filed (B)(6) 2015.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, october 6, 2015.